Manufacturer narrative:
(B)(4). Mfg site name- (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an accumax 365 laser fiber was used in a procedure performed on an unknown date. According to the complainant, post procedure and outside the patient, the laser fiber broke after being used. The procedure was completed with this device. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.